Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died and the cause of death was noted as "natural." However the primary cause was sepsis, with a secondary cause of staphylococcus aureus bacteremia. Follow-up was attempted to determine the source of the bacteremia in this patient with a cardiac resynchronization therapy pacemaker (crt-p) system; no further information could be obtained.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician's office via follow-up that the source of the bacteremia was a left lower leg ulcer with drainage.